Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe was damaged at the luer lock connection and had leakage. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: as neither physical samples nor picture samples were received for evaluation, a thorough sample investigation could not be completed. Since a lot number was unavailable for this incident, a device history record review could not be completed nor could retained samples be obtained and evaluated. Final products are sampled from the manufacturing line and are subjected to visual and functional inspections according to procedure. Based on the limited investigation, a cause could not be identified for the alleged defect, and no corrective action can be taken.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe was damaged at the luer lock connection and had leakage. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
One unused sample unit was received for evaluation by our quality engineer team. Upon visual inspection of the sample, the thread and tip of the syringe were observed damaged. As a lot number is unknown for this incident, a production history review could not be completed and additional retained samples could not be investigated. The damage to the tip and threads could have been a result of any unintentional impact or obstruction involving the equipment within the manufacturing process. The manufacturing facility has been made aware of this incident to pay more attention to the potential for this defect. A project was opened in which the transport process of the product was protected to reduce the occurrence of unintentional contact and obstruction resulting in damages. We can confirm that the root cause of the non-conformance is related with any hit or any obstruction happened in equipment or transport systems during assembly process. Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: yes.

Event description:
It was reported that the bd plastipak concentric luer lock syringe was damaged at the luer lock connection and had leakage. There was no report of exposure, serious injury or medical intervention.